Event description:
A physician attempted an arteriotomy closure with a starclose device after a diagnostic procedure. The starclose clip got stuck on the distal end of the delivery tube. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, the clip was stuck on the distal end of the delivery tube set. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."